Event description:
It was reported that a user wearing the ilet experienced prolonged hyperglycemia over 400 mg/dl associated with a bent inset 23" 6 mm cannula, after which a site change was performed and the user was later hospitalized and stabilized; the user subsequently resumed ilet therapy after the recommended wait following manual insulin administration. Symptoms included mild diabetic ketoacidosis with general malaise and poor sleep. Outcomes included admission to the emergency department, inpatient care, and recovery with return to device use, with no known long-term effects. Investigation included review of device use and therapy history. Investigation of this case revealed hyperglycemia with cause unclear and an infusion set issue reported by the caregiver, and replacement supplies were shipped. It was concluded that the event involved hyperglycemia with cause unclear and that the user recovered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.